Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed with transesophageal echocardiography (tee) as part of a concomitant procedure including a pulmonary vein and posterior wall ablation, including the cti line, using a radiofrequency (rf) catheter. A watchman access system (was) and a 20mm watchman flx pro closure device and delivery system (wds) were selected for the procedure. Pre-procedural imaging showed no pericardial effusion. Femoral access was obtained, and a transeptal puncture was successfully performed. Pulmonary vein and posterior wall ablation were completed using farawave pulse field ablation (pfa). The 20mm watchman device was then advanced, deployed, and successfully implanted in the left atrial appendage (laa). An effusion sweep of the left heart showed no effusion. However, during assessment of the right side, the imaging physician identified a small right atrial effusion. Shortly after, anesthesia reported a drop in the patient blood pressure, requiring increased vasopressor support. A reassessment of the left side revealed another effusion. The patient's hemoglobin dropped from 9.7 to 7.8. One unit of packed red blood cells (prbc) was administered. A pericardial drain was placed, removing approximately 650 ml of dark red fluid. The physician suspected the right side as the primary source of the effusion. The patient stabilized, was extubated in the cardiac catheterization lab (ccl), and admitted to the cardiac intensive care unit (cicu) with the drain in place. The patient remained stable overnight and was reported to be doing well. An echocardiogram was done the next day along with removal of the drain. The results of the follow up echo were not able to be obtained from the site. The patient was discharged home three (3) days later.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed with transesophageal echocardiography (tee) as part of a concomitant procedure including a pulmonary vein and posterior wall ablation, including the cti line, using a radiofrequency (rf) catheter. A watchman access system (was) and a 20mm watchman flx pro closure device and delivery system (wds) were selected for the procedure. Pre-procedural imaging showed no pericardial effusion. Femoral access was obtained, and a transeptal puncture was successfully performed. Pulmonary vein and posterior wall ablation were completed using farawave pulse field ablation (pfa). The 20mm watchman device was then advanced, deployed, and successfully implanted in the left atrial appendage (laa). An effusion sweep of the left heart showed no effusion. However, during assessment of the right side, the imaging physician identified a small right atrial effusion. Shortly after, anesthesia reported a drop in the patient blood pressure, requiring increased vasopressor support. A reassessment of the left side revealed another effusion. The patients hemoglobin dropped from 9.7 to 7.8. One unit of packed red blood cells (prbc) was administered. A pericardial drain was placed, removing approximately 650 ml of dark red fluid. The physician suspected the right side as the primary source of the effusion. The patient stabilized, was extubated in the cardiac catheterization lab (ccl), and admitted to the cardiac intensive care unit (cicu) with the drain in place. The patient remained stable overnight and was reported to be doing well. An echocardiogram was done the next day along with removal of the drain. The results of the follow up echo were not able to be obtained from the site. The patient was discharged home three (3) days later.

Manufacturer narrative:
H6: patient code e0506 added.